Event description:
It was found during evaluation by stryker technical service that the unit was leaking fluid onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.